Event description:
After this pt hit their head on the side of their cochlear implant, they could no longer hear. Using the appropriate diagnostic equipment, it was determined that the device was not functiong according to maufactuer's specifications. Explantation/reimplantable surgery was successfully completed in 2005.